Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 04-jun-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a battery consumption issue and the batteries were not holding their charge. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log files were not available for analysis. Failure analysis of the returned devices revealed that the units passed visual inspection. Functional testing revealed that the batteries were unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the batteries unintentionally enabled the fet. Further investigation using a representative sample revealed that the reported event was replicated while the batteries were connected to a battery charger and exposed to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. Both batteries were reset which resulted in the batteries regaining functionality. Further testing revealed that the batteries discharged as expected. As a result, the reported power consumption issues and batteries not holding their charge events could not be confirmed. However, is possible that the batteries unable to charge or provide power were perceived as the reported power consumption issue. The most likely root cause of the observed inoperable batteries can be attributed to a faulty integrated circuit that controls the battery, potentially due to an electrostatic discharge (esd) event. CAPA (B)(4) is investigating battery failures related to esd. Additional products: d4: serial: (B)(4) d9: yes, return date: 01-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex c, d and g codes. Product event summary: the zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the observed inoperable batteries has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.